Event description:
On (B)(6) 2014, a customer reported an unexpectedly negative antibody screen when testing a blood sample on a galileo echo on (B)(6) 2014.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the testing instrument on (B)(4) 2014. An immucor field service engineer visited customer site to assess instrument on (B)(4) 2014. Extensive troubleshooting was performed and the instrument then subsequently performed as expected.